Manufacturer narrative:
Part: 314.116; synthes lot: 6985067; supplier lot: n/a; release to warehouse date: october 17, 2012; expiration date: n/a; manufactured by synthes (B)(4). The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no relevant issues during the manufacture of this product which would contribute to this complaint condition. Flow: damage: visual (appearance not as expected). Visual inspection: the returned device was examined and the distal tip was found to be stripped. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection of the instruments following decontamination on an unknown date, it was noticed that there were two damaged instruments. The tip of a small hexagonal screwdriver is worn or stripped, and the tip of a stardrive screwdriver shaft is stripped and unable to be used. There is no patient involvement. This report is for a stardrive screwdriver shaft. This is report 2 of 2 for (B)(4).